Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Attachment: [wang - gastric access temporary for endoscopy.pdf].

Event description:
Literature reported event (see attached literature article): "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients. A retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. This file is being created to capture off label use as the solus stent was used in an alternate anatomical site."

Manufacturer narrative:
Prior to distribution all zss-10-3-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zss-10-3-rb devices could not be complete as the lot numbers are unknown. As per instructions for use, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off label use as the solus biliary stent was used in an alternate anatomical site. A definitive root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Complaint is confirmed based on customer testimony. The stents were removed 2-3 weeks post procedure endoscopically or spontaneously and the access tract closure was successful. Further patient outcomes are unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Literature reported event: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients. A retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. This file is being created to capture off label use as the solus stent was used in an alternate anatomical site."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Literature reported event: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients. A retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. This file is being created to capture off label use as the solus stent was used in an alternate anatomical site."